Event description:
It was reported the programmer will not boot up. Back up disk does not help. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis would not boot to the normal screen. The programmer boots to a yellow screen then boots to an error. As a result the software was reloaded and reconfigured.